Manufacturer narrative:
(B)(4). Date sent: 2/25/2022; d4: batch # v95z6e. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er320 device was returned with a clip in the jaws and with no apparent damage. The clip was removed in order to inspect the jaws and they were found to have no damage. The device was tested for functionality. Fluids were also noted to be on the device during analysis. The device was functionally tested, and the device fed, retained, and formed the remaining eight clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified, as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, while trying to clip the cystic duct, the clip would not close fully on several clips. Case was completed with a like device. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. The device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.